Event description:
(B)(6) study. Same patient as: 2134265-2012-05297. It was reported that post a coronary stenting treatment procedure, the patient experienced vessel dissection. In (B)(6) 2007, the patient presented with stable angina and cardiac catheterization was recommended. The target lesion being treated was located in the proximal left circumflex (cx). The lesion was 75% stenosed, 2.75mm in diameter and 12mm long. The target lesion was treated with predilation using a 2.5x9mm maverick 2 balloon, following which a dissection was noted. The patient was treated with the placement of a 2.75x16mm study stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).